Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 detachment handle. After successfully deploying a penumbra coil 400 (pc400) coil, the physician used the detachment handle to detach the pc400 coil. The physician attempted to remove the detachment handle from the pusher wire of the pc400 coil; however it was unsuccessful. The procedure continued successfully using a new penumbra coil 400 detachment handle. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: the detachment handle was returned with the pull wire of the pc400 coil stuck inside the funnel. The detachment handle was disassembled to further evaluate the pc400 coil pusher assembly. The proximal end of the pusher assembly was kinked and fractured, and the pull wire was run through the funnel. There was no exterior damage to the detachment handle. Conclusion: the complaint has been evaluated. The complaint indicated that after the pc400 coil was detached, the pusher assembly became stuck in the detachment handle. Evaluation of the returned devices revealed that the proximal end of the pusher assembly pull wire, and the proximal part of the fractured pusher assembly hypotube were stuck inside the detachment handle. The detachment handle was disassembled, the pc400 coil was removed, and the detachment handle funnel ID was measured to be out of specification. The funnel ID was likely increased when the pc400 coil pusher assembly was forced through the funnel, essentially "punching" through the funnel hole. This out of specification funnel ID allowed the pusher assembly hypotube to be withdrawn through the funnel, and become stuck inside the detachment handle. These devices are 100% functionally tested during incoming quality control inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.